Event description:
The following information was reported to gore: on (B)(6) 2025, this patient underwent an emergency endovascular treatment for abdominal aortic aneurysm rupture using gore® excluder® aaa endoprosthesis. When a contralateral leg component was deployed on the left distal side, it unintentionally covered the left internal iliac artery (iia). Reportedly, the physician attempted to place that device as close as possible to the iliac bifurcation during the deployment. The contralateral leg was pushed up a little by a balloon catheter, and unintentional coverage of the iia was partially resolved. However, blood flow of the left iia was still slightly impaired (delayed). The patient tolerated the procedure.

Manufacturer narrative:
H6: code c19: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: according to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and / or require intervention or additional intraoperative procedure time include, but are not limited to: improper component placement, occlusion of device or native vessel. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: code b15 was added. The imaging evaluation performed by a clinical imaging specialist showed the following: ¿ one radiographic jpeg image for evaluation. ¿ no name, date, or demographics on the image. ¿ cannot manipulate the image in any way. (Window level, rotating, etc.) ¿ drawings and all annotations on the image were completed before submission to gore. ¿ cannot confirm diameter measurements without dicom image set. ¿ cannot confirm vessel origin with a vessel drawing. (Left internal iliac artery) ¿ no flow is visualized on image provided in the left internal iliac artery (liia). ¿ the vessel may be occluded/covered or if the flow is delayed it may not be showing up on this one image provided. ¿ possible occlusion/coverage of the liia.